Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The noise was noted on both a stored and real-time electrogram. The atrial signal amplitude was measured to be 0.2 mv.